Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Note: the customer did not properly label/identify returned lenses. Three lens were returned associated with three different complaints. Product evaluation for the three lenses are in the each file. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, repositioned, explant and exchange for same length but different model and diopter lens (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+0.5/096 diopter, in the patient's left eye (os), on (B)(6) 2016. The lens was repositioned but was unsuccessful. The lens was explanted on (B)(6) 2016 due to lens rotation not associated to a low vault. The lens was exchanged for a same length (12.6mm) but different model and diopter lens. The lens exchange resolved the problem.